Event description:
Healthcare professional reported that the valve was replaced with a homograft after 3 embolic events. Thrombus was noted on the under side of the valve. No other details have been provided and the valve was not returned for analysis.